Event description:
Device 2 of 2. Reference manufacturer's report 1627487-2010-02272. The pt received her scs system on (B)(6) 2007. It was reported that the pt was instructed to pass through a metal detector at a court house. After passing through the metal detector, the pt lost stimulation. The system was evaluated and found to give high impedance readings. The lead and ipg were explanted and replaced on (B)(6) 2009. The system was not returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Evaluation: method: - the device history and sterilization records were reviewed. Results: - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: - the cause of the reported complaint could not be determined form the review of the DHR and sterilization records. (B)(4). Ans has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.